Event description:
A baxter quality associate specialist reported to baxter (B)(4), on behalf of a customer, of a 2000ml pvc bag in which a tear was found in an unknown location. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a 2000ml pvc bag in which a tear was found in an unknown location was confirmed during visual inspection. Sample was not available for evaluation. During visual inspection of provided photographs, a tear was found in the bag. The assignable root cause of the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.